Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a broken desktop charger connector pin. As a result of the broken connector, she was unable to charge and her implantable neurostimulator (ins) stopped producing stimulation, and she felt it "shut off." Patient was implanted for complex regional pain syndrome type 1 and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.